Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. The motor passed the motor test. The insulin pump was received with normal operating currents, no unexpected battery out limit alarm noted. The insulin pump has cracked case at the display window corner, battery tube threads, minor scratched display window and missing the end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm and the insulin pump stopped working. Customer stated that the alarm went off while the customer was sleeping. Customer inserted new batteries and multiple error alarms were noted in the alarm history. Customer briefly mentioned that they had been hospitalized several years ago due to infusion set having been detached, however did not provide any details. Customer declined any further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.